Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that the paramedics were called and he was taken to the hospital due to high blood glucose over 1000mg/dl. Troubleshooting was performed. The time, date, programming, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the clamp arrives to complete testing. The caller stated that he believes the insulin pump malfunction caused his high glucose and requested a replacement of the device. No further info was provided.